Manufacturer narrative:
Product will not be returning, therefore, this report is based solely on the information provided by the customer. An investigation of similar complaints found two other events where it was reported the nurses fell when moisture got under the floor cushion and it slipped. Both events resulted in injury to the nurses. Customer confirmed there was no product non-conformity. Also confirmed the customer is aware of the instruction for use's recommendation of cleaning up spills to avoid the mat slipping. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states "inform resident and staff to take care when stepping on or off of the cushion to avoid tripping. Follow your facility¿s procedures for cleaning spills in patient care areas. Do not place floor cushions on or around damp or wet areas. Clean spills on, around or under floor cushions. Liquids under floor cushions may cause a slip and fall accident." Therefore, no corrective or preventive actions are necessary. All complaints are trended on a monthly bases. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported a bathroom toilet overflowed with water on the floor which got under the mat in a patient's room. An employee stepped on the mat and the mat slipped out from underneath and the employee hit the floor. The date the incident occurred was not reported. Customer did not provide information on whether the employee suffered any injuries.